Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there were air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: there were air bubbles in the gel."

Manufacturer narrative:
H6: investigation: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to inadequate purging during gel drum changes.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there were air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: there were air bubbles in the gel."